Event description:
The customer reported that the system alarms when it is plugged in. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The isolation transformer output voltage was adjusted. The system was then found to be working as intended and put back into service.